Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of upside-down image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loose outer tube, dents on edge, and fiber breakage. Based on the results of the investigation, it is likely the reported upside-down image was due to a loose outer tube. However, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the dents on edge and fiber breakage identified during the device evaluation were due to component failure. However, a definitive root cause could not be established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was reported that during preparation for use for an unspecified procedure, the rigid videoscope experienced an upside down image on the screen. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use for an unspecified procedure, the rigid videoscope experienced an upside down image on the screen. There were no reports of patient harm.